Event description:
Unsolicited communication from pt who reported that she noticed there's a leak because her shirt is wet but not sure if it's coming from the infusion set tubing or the IV line where the port connector is. She saw little blood also in the line. She already went ahead and mixing a new cassette and changing a new tubing. No additional information to report at this time. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Patient did not provide lot number. Did the product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace the device? No. Did the patient have a backup device they were able to switch to? Mixed new cassette and changed tubing. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.